Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a rv lead revision for dislodgement was performed. No rv capture or sensing was noted. The dislodgment was noticed via fluoroscopy. The physician opened the pocket and pulled back lead to re-position to rv proper. The lead was check through psa showing appropriate numbers. Patient was stable before, during, and after the procedure.